Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. The patient presented for the initial procedure with complaints of angina. The initial procedure treated an area just proximal to a previously placed study stent. Predilation with a 2.0x12mm balloon at 8atm for 25s and 14atm for 20s, placement of a non-study 2.5x16mm taxus express2 stent at 11atm for 20s, and post dilation using a 2.5x8mm quantum maverick balloon at 16atm for 20s twice. The patient returned and was admitted 13 days post implant with severe chest pain at rest radiating into the left arm with shortness of breath and diaphoresis. The patient had reportedly discontinued plavix following the initial procedure. Treatment consisted of balloon angioplasty, thrombectomy, and placement of another manufacturer's bare metal stent in the proximal lad (left anterior descending) just proximal to the study stent. The patient was discharged three days later on asa and clopidogrel.